Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional medical history: diabetes, smoking, hypertension, hypothyroidism (history of graves, status post rehabilitation and stable thyroid regimen, tsh on (B)(6) was 0.146) and atrial fibrillation. Additional information was received that the symptoms one day post carotid stenting was due to hyperperfusion after improvement of carotid stenosis with a differential diagnosis of cerebrovascular accident. MRI of the brain showed again diffuse white matter chronic ischemic changes in the periventricular region, remote lacunar infarct in the right basal ganglia, grossly symmetric perfusion of the brain without evidence of occlusion or cerebrovascular narrowing. The CT of the head prior to that showed no evidence of acute intracerebral pathology, diffuse symmetric matter age appropriate cerebral atrophy and no change was evident from comparison study. The patient was discharged two days later. As reported by the sapphire registry a (B)(6) female patient with medical history including diabetes, smoking, hypertension, hypothyroidism (history of graves, status post rehabilitation and stable thyroid regimen) and atrial fibrillation; experienced a visual field loss and behavioral changes approximately one day post index procedure. The symptoms one day post carotid stenting were due to hyperperfusion after improvement of carotid stenosis with a differential diagnosis of cerebrovascular accident. The patient was discharged two days later. The patient initially presented to the emergency department with hypertension emergency, headache, nausea, vomiting, right-sided hand numbness and recent history of blurry vision in the right eye. The symptoms began on the same day of planned admission for the carotid stenting procedure. She had an episode of vomiting on admission followed by one later in the day. She complained of severe frontal headache and denied feeling light-headed. No palpitations, sweating or shortness of breath. In the emergency, the blood pressure was 217/127, which was treated with hydralazine 20 mg IV, which stabilized her blood pressure. The patient was symptomatic at the time of the intervention. Baseline nih and rankin scores were both 0. Cas was performed on an 80% occluded lesion in the common right carotid artery of 24mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There was no documented dissection and no documented presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Following the neurological symptoms, MRI of the brain showed again diffuse white matter chronic ischemic changes in the periventricular region, remote lacunar infarct in the right basal ganglia, grossly symmetric perfusion of the brain without evidence of occlusion or cerebrovascular narrowing. The CT of the head prior to that showed no evidence of acute intracerebral pathology, diffuse symmetric matter age appropriate cerebral atrophy and no change was evident from comparison study. The patient was discharged two days later. At the 30 follow-up visit, the patient's nih and rankin scores were 0. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. It is a known potential adverse event associated with carotid stent implantation and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. The use of tpa also puts the patient at a higher risk for experience a hemorrhagic stroke. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Cerebrovascular accident is also a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) the patient experienced a neurological event approximately one day post index procedure. The diagnosis was not given and there were unspecified deficits. The patient was symptomatic at the time of the intervention. Baseline nih and rankin scores were both 0. Cas was performed on an 80% occluded lesion in the common right carotid artery of 24mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I lesion was eccentric and mildly calcified. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, it was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There was no documented dissection and no documented presence of air bubbles. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Additional details: coagulation interval date (B)(6) 2013 06:11; pt 14.8; inr 1.2. No additional details are available at this time.